Manufacturer narrative:
Oil mist. The fse diagnosed oil mist filter assembly. He replaced the oil mist filter as part of the preventative maintenance kit. All tests, measurements, and calibrations met manufacturer's specifications.

Event description:
The asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.